Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 during the harvest it was noted that the time out feature was malfunctioning. With the device completely cooled the time out would engage with in 2 to 3 seconds. This continued for several minutes and was noted by fellow harvesters. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. There was evidence of tissue and charred blood observed on the heating element. Blood was observed on the handle of the harvesting tool. No visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instructions for use (IFU) with a reference cable, adapter and reference power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut down when the toggle was released. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling down period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pas as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned 'green' within the 2 second specified time frame. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce and electrical failure. Based on the investigation and returned condition of the device, the reported failure "intermittent continuity" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 during the harvest it was noted that the time out feature was malfunctioning. With the device completely cooled the time out would engage with in 2 to 3 seconds. This continued for several minutes and was noted by fellow harvesters. A replacement device was used to complete the procedure. The hospital did not report any patient effects.